Manufacturer narrative:
It was reported that while sitting in the rollator, an unidentified left rollator leg broke off of the device. The end-user experienced a fall onto her back and reportedly "twisted" an unidentified knee. Approximately one week after the reported fall the end-user saw her physician and she received unidentified "shots in my knees and my hips." No diagnostic exams or additional follow-up care was reported to the manufacturer. No sample was returned to the manufacturer for evaluation. A root cause for the reported incident could not be determined. Due to the reported need for medical intervention this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a left leg of the rollator broke and the end-user experienced a fall.